Event description:
A customer reported 2150-hybrid arm /cup transfer cup detection failure error on the aia-2000 analyzer. The customer stated they will reboot the analyzer, repeat daily check, and run patient samples. The customer called technical support specialist (tss) back and stated after reboot, 6102 substrate background measurement aborted error occurred. The customer replaced the substrate. Tss instructed the customer to prime several times. The customer performed the priming, ensured there were no bubbles or kinks in the line, and made sure the straw was slightly raised. The customer then rebooted the analyzer, attempted to run a daily check and a loud grinding noise occurred along with 4111 reagent (test) cup-tip lane home detection failure error. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by running a daily check. The fse inspected the substrate delivery and ensured there were no issues with the substrate solution. The fse noticed the test cup seals were not breaking as intended. The fse found the seal breaker blade was loose resulting in the seal not breaking as intended, which the caused the substrate solution to not go into the test cup. The fse retightened the screw on the seal breaker to resolve the reported issues. The fse validated the analyzer by running a daily check and quality control with results within acceptable range and no issues recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 25jun2024 through aware date 25jul2025. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [6102] substrate background measurement aborted cause : substrate background measurement was suspended due to an event that prevented its continuation. Solution : check the abortion factor. [2150] hybrid arm /cup transfer cup detection failure cause : the cup-gripping sensor failed to detect a cup before pickup. The measurement result will be flagged (mf flag or se flag). Solution : contact tosoh service center or local representatives. [4111] reagent (test) cup-tip lane home detection failure cause : the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact (B)(6). Service center or local representatives. The most probable cause of the reported event was due to the loose screw which holds the seal breaker blade, however the cause of it being loose could not be established.